Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a chronic infection and migration of the electrode array. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device due to severe cochlear damage as of the date of this report, (B)(6), 2011.